Manufacturer narrative:
(B)(4)

Event description:
Received info the pt fell down and hit her head suffering a loss of stimulation. The dbs is shut off and not working at all. Pt is scheduled for a revision next week to fix the dbs. Additional info has been requested and if received a follow up report will be sent. Refer to mf report # 3004209178201101489 for info on the second ins system.